Event description:
It was reported that the "transport/locking pin" on the 9000 system did not work properly, allowing the vertical column to move rapidly up on its own. This happened during a service activity. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repositioned c-arm and checked the unit for functionality. The system found to be working as intended and placed back into service.